Event description:
The customer reported that the system would continue to make x-rays after the foot switch was released. No pt injury was reported.

Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The nodes were flashed and the calibration files were reloaded. The system was tested and operates as intended.